Manufacturer narrative:
User facility medwatch mw5091380 was received by the manufacturer from FDA on 02 january 2020. Manufacturer received notice of this event from the patient on (B)(6) 2019, but information received at the time comprised a not reportable event. As such, date received by manufacturer is populated with date manufacturer received report from FDA. No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that "the velcro is no longer attaching firmly to the brace. The blue color of the brace is peeling off." Further information was provided that the patient "received a don joy dura kold ice pack after knee surgery. After 8 days, the plastic loops on the velcro straps fell off and embedded in the soft cover of the wrap. They also fell on the floor... One embedded itself in my knit pants." There was no indication of patient harm.